Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿rubber on the tip has completely come off¿ was confirmed. The following findings were also noted during device evaluation: scope leak test: taped bending section and it¿s still leaking, bending section hole, cut and leaking, the image guide broken at the edge, no stain, back focus ok, dent on insertion tube, discolored customer label on the control body. Reports are being submitted on two scopes where the rubber on the tip completely fell off during reprocessing. Procedure. Please refer to the following event: patient identifier of (B)(6) is related to model number: enf-gp. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the rhino-laryngo fiberscope rubber on the tip has completely come off during reprocessing. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible the device encountered a sharp edge leading to the rubber coming off. A definitive root cause was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not strike the distal end of the insertion tube or allow it to strike other objects. The objective lens surface of the distal end is particularly fragile, and vision abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The bending section¿s covering may stretch or break and cause water leaks.¿ olympus will continue to monitor field performance for this device.